Event description:
A complainant (patient) contacted baxter's technical service centre regarding a system error alarm 2240 (air in line) displayed on the homechoice (hc) unit .the alarm occurred during therapy, in the drain 3/5 stage. The patient disconnected from the device without pressing stop. The technical service representative (tsr) explained the alarm, and assisted the patient to clear the alarm by turning the hc unit off and on. The patient was instructed to notify a registered nurse of the alarm. The patient continued with pd therapy as normal. There was patient involvement, with no associated patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. As per the complaint, the patient disconnected during therapy without pressing "stop", which is a use error that can cause system error 2240 alarms. The cause was determined to be use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.